Event description:
The report concerns a pediatric patient (male, 3.7 years old) with focal segmental glomerulosclerosis (fsgs) receiving ldl adsorption therapy using liposorber la-15-au. The patient underwent the 8th liposorber treatment on (B)(6) 2025. During the treatment, the patient developed increased work of breathing (dyspnea) and was immediately admitted to the hospital. At the time of reporting, the patient remained hospitalized and the final outcome was not yet available; the site planned to provide an update when the outcome becomes known. The event was assessed as a serious adverse event (sae) requiring hospitalization; it was not classified as a serious adverse device effect (sade). The relationship to the device was recorded as not related. MFR report #: 3002808904-2025-00036.

Manufacturer narrative:
Manufacturer evaluation: the suspect device was not available for evaluation because it was reportedly discarded by the user facility and not returned. Therefore, device and component-level evaluation could not be performed. A review of device history records (DHR) for liposorber la-15-au, lot no. Lap1674- a0626/a0627 or a0636/a0637, was conducted. No nonconformities or abnormalities were identified during the manufacturing process. Based on the currently available information, no device malfunction was reported. The event was assessed as a serious adverse event requiring hospitalization and was not classified as a serious adverse device effect (sade). The relationship to the device was recorded as not related while the event was considered related to the patient's underlying condition, device contribution cannot be completely excluded based on the limited information available. Based on the manufacturing records, the combination "lap1674-a0626/a0637" is not possible. We believe this is a documentation error and that the correct lot combination is either "a0626/a0627" or "a0636/a0637." Accordingly, we have reviewed the DHR for both possible combinationsthe device has not been determined to have caused or contributed to the adverse event. This incident is being reported out of an abundance of caution.